Event description:
It was reported that a malfunction occurred on the pump, indicated by the code malf 1, and the fault ID 0x279f was available. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer reverted to a multiple daily injections (mdi) backup therapy, and a replacement pump was arranged by cts. Additionally, the customer expressed interest in obtaining an out-of-warranty loaner pump, as the current pump was no longer under warranty.